Manufacturer narrative:
Correction/removal reporting numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories anda field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17286. The patient reported she has not charged since (B)(6) 2013 and has not used her scs system since (B)(6) 2013. Subsequently, the patient is no longer receiving system stimulation as she is unable to establish communication between the scs ipg and external devices. The patient also reported experiencing uncomfortable heating while charging prior to the system not working. A low energy replacement charging system was sent to the patient as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.